Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened, u1 pcba was detached and the receiver log was downloaded. A review of the receiver log found receiver rebooted and did not recover after "user shutdown." However, the reported event of initializing screen without manual restart was not confirmed because the complaint could not be replicated with the returned device. A root cause could not be determined.